Event description:
Newborn in special care nursery with infant nasal CPAP cannula size 3 in use; neonatologist noted the plastic seemed thinner on some parts of the cannula so, it was twisting more easily and could possible cause occlusion. There was no harm to the newborn; inventory was inspected on family birthing center and respiratory therapy; teleflex rep was notified.